Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that the instruments were needed to be replaced. There were imperfections upon inspection and it was not used on a patient. There were no adverse effects and case delays. The shim was cracked, the spacer base won't connect. There was small crack on femur." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, just signs of normal use. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a attune spacer block and the attune spacer base didn't show difficulties for assembly and remained well adjusted. The reported unable to assembled condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the attune spacer base would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instruments needed to be replaced. There were imperfections upon inspection. It was not used on a patient. There were no adverse effects or case delays. The shim was cracked; the spacer base wouldn't connect. There was small crack on the femur.